Event description:
It was reported that when maintained, the extension tubing was broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint broken 4 fr groshong connector is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt two-piece connector was provided for evaluation. The connector is shown to not be assembled. Blood residue is visible within the distal connector and on the locking arms on the proximal end. The catheter is not present within the connector. No apparent damage is noted on the components. Based on the description of the reported event and photo sample provided, possible contributing factors include improper assembly and damaged internal components. The lack of a returned physical sample did not allow for a clear determination of the reported issue; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu3286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintained, the extension tubing was broken. No other information was provided.